Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse replaced the probe assembly. The fse also performed a stirrer motor update that was previously scheduled prior to the event. Although several parts were replaced, a specific root cause was not determined; accordingly, no conclusion can be drawn. This is one of two medwatch reports being submitted as the customer reported events occurring on two separate days. See the MDR number below for associated report. MDR# 2050012-2011-02778. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
International customer reported that erroneously low glucose results were generated by the unicel dxc 800 synchron system. The results were not reported out of the lab. No sample volume errors were observed during processing. A retest of the original samples yielded higher results and were reported. The lab continued to process samples. Quality controls were within spec prior to, in between and after the events. There was no change to the pts' care or treatment related to this event.